Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). Batch record review: lot 0h01326 was manufactured on 08/15/2020, line primary labeling/scd, with a total of (B)(4) market units. A batch record review was performed on 07/18/2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: based on the investigation findings, process observation, machine verifications, tests and interviews, the investigation concluded that the open seal of aquacel products manufactured at scd haina plant is related due to the following root causes: excess of wip in the packaging station (method): there is not a continuous flow from the rotary table to the packaging station, batches of dressings need to be manually moved from the rotary table to the packaging station. The pouch entry cycle time is 3 seconds and the pouch seal cycle time is 5 seconds, this creates a wip that can potentially cause confusion to operators during the sealing process. Procedure step not followed (manpower): the step 8.4.6 of pi31-097 ver 14.0 establishes that the pouches must be inspected before transporting them to the secondary packaging area and considering that the pouches with open seal reported by the supplier had not been sealed. There has been found a potential deviation in the compliance of the procedure among all operators involved in the sealing process. In addition, is established by pi31-104 ver 7.0 ¿ process instructions for manual packaging of scd (secondary packaging), that the primary packages are visually inspected during the generation of the first piece, every hour and continuously during the packaging process as per tm-002 method 7. A CAPA plan was generated for mitigate the root causes identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the individual packaging was not crimped. The product was not used. A photograph depicting the issue was received from the complainant.